Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's infusion set fell off while sleeping. The customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Customer was able to place on a new infusion set and resume insulin therapy. The elevated bg level was treated with a bolus via the insulin pump. Although requested, the infusion set information was not provided.